Manufacturer narrative:
Continuation of concomitant: a2dr01 ipg implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency department with a racing heart. The patient's right atrial (ra) lead exhibited occasional intermittent atrial undersensing. No further patient complications have been reported as a result of this event.